Event description:
A home patient contacted baxter's technical service center for assistance. The home pt connected during prime and the line was full of air. No patient injury or medical intervention was indicated at the time of the initial report.